Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module failed visually. There was evidence of fluid spillage and therefore possible internal contamination. The unit required disassembling for further investigation and appraisal of any electronic damage.